Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroi ntestinal/pelvic floor. It was reported the patient was feeling shocking sensation. The patient called because the implant was shocking them but they didn't have their patient programmer so they couldn't turn it off. This was noted as a sudden change in therapy/symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.